Manufacturer narrative:
A medtronic representative visited the site to examine the system, leading to the replacement of the mvs computer as a precaution, although the issue could not be replicated. After the parts were replaced, the representative performed an imaging system check-out, all areas passed. System performed as intended. Testing of the returned part failed to replicate the reported problem. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative received an email from the site reporting that the medtronic imaging system images are saving properly but when the site archives them, they are unable to pull them up and look at them. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.